Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. A leak test found no signs of leaking. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated by applying a new pod.